Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 431 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with manual injection. Customer stated that they reservoir had received air bubble anomaly. Customer stated that the air bubble in the reservoir. Customer did not allege insulin pump was under delivering. Customer also stated reservoir was able to lock into place but it was easy for it to unlock. Customer was not using auto mode. Customer troubleshoot was performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis..